Event description:
During product evaluation, failure code 814:04 was found in the pump's history. It is unk when this failure code occurred ot if there was nay pt injury or medical intervention necessary. No additional information is available.